Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling system was implanted into the patient on (B)(6), 2007. According to the complainant, the patient experienced injuries (specifics unknown). According to the physician's office, there were no procedural complications noted. During two post-operative visits on unspecified dates in 2007, there were no documented subjective complaints or objective findings related to the device. The patient was last seen on (B)(6) 2007, and it was reported that the patient was doing well with no complaints at that time. All other information, including the patient's current condition, is unknown and unavailable.